Event description:
Information was received indicating that during testing of a smiths medical level 1 hotline blood and fluid warmer there was no audible alarm. There was no patient involvement with reported adverse effects.

Manufacturer narrative:
Other, other text: returned device was received with wear and tear damaged to water tank cover. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.